Event description:
The notification received for the study indicated that approximately five months after the index procedure the pt died.

Manufacturer narrative:
The pt underwent carotid artery stent implantation and approximately five months post index procedure, the pt died of unk causes. This was a male with medical history including severe non-reconstructable coronary artery disease, diabetes mellitus, coronary artery disease. Myocardial infarction, coronary percutaneous revascularization, and hypertension. The pt was asymptomatic at the time of the index procedure. Pre-procedure medications were aspirin and clopidogrel heparin was administered during the procedure. The target lesion location was the ostium of the right internal carotid artery (r6). There was no occlusion in the contralateral carotid. Reference vessel diameter was 6.0. Target lesion diameter stenosis was 95.0 with lesion length 20.0. Total length of stented segment was 40.0. Qualitative lesion calcification and vessel tortuousity were not documented. Pre-dilatation of the lesion was performed. The final target lesion percent diameter stenosis was 5. An angioguard (701814rmc/lot no. 70407503) distal protection device was used deployed, and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent (pc1040rxc/lot no. 13364592) was implanted for treatment of target lesion. There was no malfunction with the stent. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged with clopidogrel and aspirin directed. Approximately five months after the procedure, the pt expired. The cause of death is unk. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product. The product was not returned for eval and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any mfg issues that contributed to the reported event. No corrective action is required at this time. Review of the available info does not allow for an exact determination of causal factors; however, the pt had multiple medical conditions that may have contributed to the reported death.